Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began one week prior to contacting lfs. The patient claimed that in the past week she was obtaining readings in the "300 mg/dl" range prior to eating and results in the "500 mg/dl" range a couple of hours after her meals with the subject meter. On the morning of the same day (time unknown), the patient claimed she obtained a result in the "300 mg/dl" range with the subject meter. In response to the reading, the patient claimed she took an increased dose of rapid acting insulin (type and dose unknown). At 7:30am that morning, the patient reported that she became sweaty, shaky, and hungry. At the onset of symptoms, the patient claimed her daughter gave her orange juice and then contacted emergency services. The patient denied that her blood glucose was tested at the time emergency services arrived and was just taken to the emergency room. At the ER, the patient stated, her blood glucose was "82 mg/dl" when tested with the ER/hospital meter. The patient claimed they ran several tests during the visit; however, denied receiving treated for a low glucose by a hcp. At the time of troubleshooting, the cca walked the patient through a control solution test and the result fell within the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for sever hypoglycemia by a non-hcp after the alleged meter issue began.